Event description:
The customer reported to philips, "battery is damaged." There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.